Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au680 chemistry analyzer, and identified the failure mode as a defective ise block. The fse replaced the bottom block of ise to resolve the issue. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erratic ise (ion selective electrode) patient results on their au680 clinical chemistry analyzer. The results were not released out of the laboratory. The samples were repeated on another instrument with results considered correct. There was no report change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided data for one (1) patient sample.